Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a ventral hernia repair on an unknown date and mesh was used on a patient with a relatively large defect. The patient required a reoperation and it was discovered by the surgeon that the mesh had ripped right down the middle. The surgeon had to repair the new hernia with another mesh. Additional information was requested.